Manufacturer narrative:
The device used was not returned, so a previous investigation for the same reported fault, non-retracting needle was used to close the complaint, (B)(4).

Event description:
During glycemic control of a patient, after using the device in the usual conditions, when the nurse removed her gloves, she found she was bleeding from a fingertip on her left hand. In looking more deeply, the device seemed that it did not retract entirely.